Event description:
The customer is alleging that 1 result every 3 or 4 days is not entered on the device and is not saved in memory. The info is not sent to the software. Two different devices have been effected. A request was made for the return of the suspect devices and replacement product has been sent.